Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump stated there was 7.3 ml left, and 0.0 ml remained after the pharmacy tried to draw out the remaining cadd cassette. The pump was being removed from use, and the pharmacy also disposed of the cassette. The starting volume was 110.4 ml, with a continuous infusion rate of 2.4 ml/hr over 46 hours. The reservoir volume was 7.3 ml (the reservoir volume stated 7.3 ml, but the entire contents were administered; no residual volume remained in the pump when the pharmacy attempted to extract it). The given volume was 110.4 ml. The amount of medication remaining in the cassette did not match the reservoir volume displayed on the pump. They did attempt to withdraw the remaining medication in the reservoir to confirm. The amount remaining was 0.0 ml. There was no closed system transfer device (cstd) used to fill the cassette, and the pump was not used to prime the extension tubing. The event occurred while in use with a patient at the patient's house. No patient harm/adverse event reported.

Manufacturer narrative:
H6: evaluation codes updated. Device evaluation: no product was returned. Based on the review of information provided from the customer and no device was returned for review, a product evaluation cannot be performed to confirm the reported problem. If the product is returned at a later date, the complaint will be reopened and an investigation will be completed.